Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose levels were 20 mg/dl and 40 mg/dl. The customer reported high blood glucose level was 506 mg/dl. Customer states they had been in the ambulance 3 times already. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with insulin pump, manual injection and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.